Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the connection point on the broach was defective and would not connect to the broach handle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the device exhibits signs of normal use. No cosmetic defects were observed on the surface of the device. The complaint condition was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the j0604 is not a valid finished goods lot number; therefore, a manufacturing records evaluation (mr e) was not performed. A-9085107 - (B)(6) 2023 received additional information through email from (B)(6) on (B)(6) 2023 stating - with regard to this, please confirm if any of the following information is available: the summit broach sz4 was reported for unknown reason. Can you please provide the specific/exact allegation against the device? The connection point on the broach was defective and would not connect to the broach handle. The broach was shipped back to our jackson office 2 weeks ago depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). With regard to this, please confirm if any of the following information is available: he summit broach sz4 was reported for unknown reason. Can you please provide the specific/exact allegation against the device? The connection point on the broach was defective and would not connect to the broach handle. The broach was shipped back to our jackson office 2 weeks ago depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The summit broach sz4 was reported for unknown reason.